Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. A 1.1 joule commanded shock and defibrillation threshold (dft) testing were performed to test the integrity of the system. A 41 joule shock converted the patient with a shock impedance of 99 ohms. The shock impedance alert was increased, and the patient would continue to be monitored. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. A 1.1 joule commanded shock and defibrillation threshold (dft) testing were performed to test the integrity of the system. A 41 joule shock converted the patient with a shock impedance of 99 ohms. The shock impedance alert was increased, and the patient would continue to be monitored. No additional adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this device and rv defibrillation lead were explanted and replaced. No additional adverse patient effects were reported. It was noted that the lead was damaged during the explant procedure and would not be returned.